Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was found to have an inoperable channel c keypad before use. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.48.92 which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an inoperable channel c keypad. The root cause could was determined to be a split flex cable in the channel c keypad assembly. The channel c keypad was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.